Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump had lost power. Reportedly, the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: a review of the black box data showed continual reboots following a replace battery alarm on the reported event date. Low battery voltage was observed with no indication of battery replacement. A visual inspection of the pump showed that the battery compartment had stripped threads. The returned battery cap had stripped threads. The battery cap contact dimensions measured within specifications. The cap was unable to fully tighten on to the pump; however, a test cap was able to secure. The pump cover was opened and no moisture contamination was found in the pump. No defect was found to the power circuit. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).